Event description:
Device was explanted.

Event description:
A healthcare professional reported "ruptured implant". This record relates to the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed rupture. Additional observations: deformation observed. Yellow and red particles on the surface of the shell.

Event description:
A healthcare professional reported"ruptured implant confirmed by rmn". This record relates to the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.